Event description:
The account alleged the calf support fell off of the birthing bed while the patient was in labor. No injuries were reported.

Manufacturer narrative:
The hill-rom service technician investigated and found the roll pin that secures the calf support former (shell) to the calf support arm was missing. A new roll pin ws installed to repair the bed.